Event description:
A materials specialist reported that there was an unk issue following an intraocular lens (iol) implant procedure and the lens was exchanged. Additional info was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for evaluation. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. A complaint description has been provided. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone and fax. A completed questionnaire was not received. (B)(4).